Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device did not meet expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported the device was reaching recommended replacement time (rrt) too soon. The device was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the device was reaching recommended replacement time (rrt) too soon. The device was replaced. No patient complications were reported as a result of this event.